Event description:
Pt initiated on dialysis treatment #9 & within minutes became short of breath & proceeded to a respiratory/cardiac arrest & died after unsuccessful CPR. The dialyzer was a MFR sterilized dialyzer, first use; sterilant was ethylene oxide. Facility believes pt had an anaphylactic reaction to eto.